Manufacturer narrative:
The thermogard xp ivtm console (serial number: (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4). Visual inspection was performed and found damage to the white rollers, cold well cap gasket, cold well gasket, drip tray gasket, pump lid, and the window display. The primary complaint was confirmed during the event log review and functional testing. Further investigation found that the root cause of the problem was a faulty cooling engine. The thermogard xp ivtm console is a reusable device and was manufactured on 08/11/2011. Therefore, this type of issue found during inspection is characteristic of normal wear for the life of the device.

Event description:
It was reported that the thermogard xp ivtm console (serial number: (B)(4)) displayed a tcmid:06 (ce post failure) error message while treating the patient. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known consequences to the patient.